Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4) reason for original complaint ¿ asr revision due to take place on (B)(6) 2013 left asr xl reason(s) for revision: pain update - attached scf, added future revision date, added additional reason for revision and changed the implant date to match the surgeons form. Taken from claim suite dated (B)(6) 2014 and surgeon form dated (B)(6) 2014 reason(s) for revision: alval / soft tissue reaction revision due to take place on (B)(6) 2014 update (B)(6) 2015: updated to legal with kennedy reference (B)(4) (pd (B)(6) 2015) update (B)(6) 2015: this is the 2nd of 2 revisions. See com (B)(4) for details of 1st revision date of primary surgery: (B)(6) 2008 date of 1st revision:(B)(6) 2008 date of 2nd revision: (B)(6) 2014 updated stem details as the previous were for the 1st revision. Updated implant date. Taken from query 1 reply (B)(6) 2015 (pd (B)(6) 2015) **update** confirmation received that revision surgery took place on (B)(6) 2014.